Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1342635 was satisfactory per internal procedures. Formulation, filling, torqueing, and packaging processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch for broken/cracked tubes. Retention samples from batch 1342635 were available for inspection. There were no broken or cracked tubes observed in 100/100 retention samples. Three photos were received to assist with the investigation: all three photos show one tube. There does appear to be a crack towards the bottom of the tube under the scannable barcode label. No product information is presented in the photos. Without product verification a photo alone cannot confirm a complaint. A photo must provide the product, product defect, and important product information such as batch/lot number must be included in the photo. No returns were received to assist with the investigation. This complaint cannot be confirmed by the evidence provided by the photos received. No actions are indicated at this time and bd will continue to trend complaints for broken/cracked tubes.

Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was a broken bottle. The following information was provided by the initial reporter: there was crack found on the mgit tube (lot no. : 1342635, expiry date: 2023-06-10) located inside the mgit instrument.